Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding imprecision for quality control (qc) samples with dimension tacrolimus (tac) lot ga2286 on a dimension exl 200 system. No patient samples were impacted by this issue. Siemens healthcare diagnostics concluded the investigation of the event. Siemens confirmed imprecision for quality control (qc) and patient samples with dimension tacrolimus (tac) lots ga2286, ga3047 and ga3171. Urgent medical device correction dc-23-03.a.us dated 30-jan-2023 was sent to all united states (us) customers who had been shipped the impacted lots. Urgent field safety notice (ufsn) dc-23-03.a.ous dated january 2023 was sent to outside the us (ous) customers who had been shipped the impacted lots. Customers were advised to discontinue use and discard the dimension tacrolimus lots ga2286, ga3047 and ga3171. Root cause investigation is in progress and corrective action updates will be provided in monthly status update reports to the FDA as per 21 cfr part 806.10.

Event description:
The customer informed siemens of imprecise elevated quality control (qc) results for tacrolimus (tac) with lot ga2286 on a dimension exl 200 system. No data was provided. No patient samples were impacted by this issue. There is no indication of delay of patient result reporting. There is no indication that patient treatment was altered, prescribed or delayed on the basis of tac quality control results outside of customer acceptance range.